Event description:
The customer reported the system produced uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoroscopy push button switch. The system operates as intended.